Manufacturer narrative:
There are no allegations of the nalu system or any of its components failing. Review of applicable device history records did not identify any nonconformances or deviations in the process that are likely to have caused or contributed to infection. Infection of surgical incision site is a known inherent risk of surgical procedure.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a follow-up visit with the physician on (B)(6) 2023 it was noted that the incision site had opened and become infected. A full system explant was performed on (B)(6) 2023 due to infection.